Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of radiation therapy experienced incontinence with an artificial urinary sphincter (aus). It was indicated that the aus worked properly; however, the patient had developed urethral atrophy. A revision surgery was performed in which the existing 4.5 cm cuff was removed and replaced with a 4.0 cm component. There were no further patient complications.